Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) approximately one month post implant. The physician suspected the lead had dislodged. A revision procedure was performed. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.